Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. The patient was hospitalized for the event. On an unknown date, the patient was discharged from the hospital and treated with tazicef (intraperitoneally, 1 gram, every night for two weeks) and cefazolin (1 gram, every night for two weeks, route not reported) as a prophylactic for the suspected peritonitis. At the time of this report, the patient had recovered from the event. Dianeal therapy was reported to be ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).